Event description:
It was reported that the customer had differences between the sensor glucose and blood glucose readings on the insulin pump. Customer stated that she is not using her continuous glucose monitor. Customer also stated that the readings were not accurate but were off by over 30 points. Customer reported that she has discussed discontinuing the use of the continuous glucose monitor with her doctor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.